Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe leaked blood past the stopper. The following information was provided by the initial reporter: "customer reported blood reflux in barrel out of piston during withdrawal of ns from central line dome".

Event description:
It was reported that the bd discardit¿ ii syringe leaked blood past the stopper. The following information was provided by the initial reporter: "customer reported blood reflux in barrel out of piston during withdrawal of ns from central line dome."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 309110 and lot number 2201510. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Two picture samples were provided for evaluation by our quality engineer team. Through examination of the picture samples, the reported defect could be confirmed. Twenty retained samples were also obtained for evaluation; however, the retained samples did not display any signs of leakage. Based on the provided information, we believe that this type of defect could be a consequence of damage to the plunger lip component. This type of damage could be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.